Event description:
There was an issue reported where the cartridge had difficulty moving along the guide tracks, and the customer identified damage to the guide rail. There was no adverse impact to the customer¿s blood glucose level. The pump was out of warranty, and the customer reverted to an alternate method of insulin therapy.